Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-dec-2025. [Additional information]: on 12-dec-2025, additional information was received. Per the information, no intervention was performed to treat the vessel dissection. The cerebase was used to access the vasculature and had the side benefit of ¿angioplastying¿ the dissected vessel. The information confirmed that there was thromboembolism with the clot migrating from a2 to a3. The patient did not have any symptoms from the vessel dissection, ¿non that the clinician highlighted as flow had improved in the vessel.¿ the patient¿s hospitalization was prolonged but not due to the vessel dissection. The information also indicated that the patient passed away ¿about 4 days later.¿ the catalog and lot number of the cerebase is not available. The clinician confirmed there were no issues with the cerebase. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date and the expiration date of the device are not available. Therefore, the full UDI is not available. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Inadequate support and tracking difficulty are known as potential complication associated with emboguard. Difficulty tracking a catheter through the vasculature is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique, and appropriate device selection. Therefore, the potential for patient injury/death occurring as a result of any tracking difficulty is remote. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. According to the complaint report, "the emboguard 'fell down' when trying to advance microcatheter and embotrap and dissected vessel, which was initially 'flow limiting'." It is unclear whether the emboguard caused or contributed to the vessel dissection, or whether the dissection was part of the patient's baseline condition. As a conservative measure, since the correlation between event to the used emboguard as a contributing factor cannot be established, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ per the additional information received on 04-dec-2025, it was clarified that the vessel dissection occurred during the procedure. The treating physician attributed the event to the emboguard device, while also stating the emboguard was not in the ¿anchored¿ in the petrous ica section due to the tortuosity of the vessel. Based on this information, the event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat occlusions in the right middle cerebral artery (mca) and internal carotid artery (ica) with mca clots and a2 and a3 clots in the tortuous ica anatomy, the physician thinks that due to the patient¿s tortuous vasculature, he was unable to advance the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795c / lot# unknown) as distal as needed. The emboguard ¿fell down¿ when the physician was trying to advance the microcatheter and the embotrap and dissected the vessel, which was initially ¿flow limiting.¿ the physician then switched to the cerebase and navigated to the ica petrous, ¿and cerebase also ¿angioplastied¿ the dissected vessel as flow improved in subsequent runs. [The] cerebase gave support to deploy microcatheter and embotrap.¿ the clot in the a2 was removed, but the clot in the a3 was too distal. The emboguard was replaced with the cerebase, and the procedure was reportedly successfully completed. There was a delay due to the reported issue (duration of the delay was not reported). On 04-dec-2025, additional information was received. Per the information, the lot number of the emboguard is not available. The information indicated that the vessel dissection occurred during the procedure. The physician ¿believes it was caused by the emboguard ¿falling back down¿ i.e. Slipping down more proximally when trying to advance the microcatheter and the embotrap. He did admit due to tortuosity of vessels the emboguard was not in the ¿anchored¿ in the petrous ica section.¿ there was no device difficulty nor device deficiencies related to the use of the embotrap device.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-jan-2026. [Additional information]: on 07-jan-2026, additional information was received. Per the information, the physician confirmed that the reason the a3 occlusion was not able to be reached was due to the tortuosity of the vasculature and it was a distal a3 occlusion. The patient¿s baseline was left-sided weakness, dysarthria, hemianopia, nihss 23, mrs1, no thrombolysis. Per the information, the patient¿s medical history was not provided by the referring hospital. In the opinion of the treating physician, the thromboembolism and dissection did not cause nor contribute to the patient¿s death. ¿the dissection resolved and the patient came in with 3 ¿ischemic compartments¿ due to occlusions in the ica, mca, right proximal a2 and left proximal a3. The aca occlusions precluded collateral flow, and 8-9 hours had passed before onset and procedure completion.¿ the patient passed away on 24-oct-2025. On 07-jan-2026, an email with additional information was received. Per the information, the stroke onset was at 08:30 hour. The patient presented with occlusions in the right internal carotid artery (ica), middle cerebral artery (mca), right proximal a2, and left proximal a3. The clot migrated from proximal a3 to distal a3. The information indicated that the reason the a3 occlusion could not be reached was because the vascular was too tortuous and the risk outweighed the benefit. Related to the official cause of death, the information indicated the following: ¿as the patient had been transferred from a referring hospital, the only information royal preston hospital had in their notes is the patient was on an end-of-life pathway.¿ per the treating physician¿s opinion on the cause / contributing factor(s) to the patient¿s death: ¿the patient presented with the occlusions listed above, with 3 ¿ischemic compartments¿ and the aca occlusions prevented collateral flow, speeding the onset of ischemic damage. Furthermore, it was 8 hours after on-set by the time the procedure was completed.¿ it was not the thromboembolism or the dissection. The information indicated that the embotrap device used was a 6.5mm x 45mm embotrap iii revascularization device (et307645 / 25e223av). The microcatheter used was a phenom ¿ 21 microcatheter (medtronic). The information listed all the devices used in the mechanical thrombectomy procedure: 5mm x 22mm embotrap iii revascularization device (et307522 / 25e202av) 5mm x 22mm embotrap iii revascularization device (et307522 / 25a134av) 95cm cerebase straight da guide sheath (gs9095sd) 6f penumbra select¿ catheter (penumbra) sofia ¿ distal access catheter (terumo neuro) synchro select¿ 14 guidewire (stryker): qty: 6 phenom ¿ 21 microcatheter (medtronic) qty: 4 preset lite (phenox) red 43 reperfusion catheter (penumbra) angio-seal vip the information was reassessed on (B)(6) 2026. Initial reporting identified a possible thromboembolic event based on the understanding that thrombus migrated from the a2 to a3 segment following device use. Per the additional information provided on (B)(6) 2026, subsequent angiographic clarification confirmed that thrombus movement occurred solely within the a3 segment (proximal a3 to distal a3), representing redistribution of pre-existing thrombus within the same arterial segment rather than embolization into a new vascular territory. There was no evidence of clot fragmentation, embolic generation, or embolization attributable to device use, but rather indicates a flow-mediated migration of the original thrombus. Accordingly, the event does not meet regulatory criteria for thromboembolism. Due to severe vessel tortuosity and distal anatomy, the occlusion could not be accessed for retrieval, and the procedure concluded without complete revascularization. The inability to retrieve the distal occlusion was related to patient anatomy rather than device performance. Since the distal thrombus was pre-existing and remained within the same arterial segment, this event represents incomplete revascularization rather than a thromboembolism. Therefore, the appropriate classification is treatment failure without device causality. Further, the patient death was initially reported conservatively in association with the presumed thromboembolic event and its potential contribution to ischemic burden. Given the amended thromboembolism assessment, resolution of the temporary vessel dissection, absence of new ischemic injury attributable to device use, treating physician assessment, and the patient¿s advanced age, severe baseline neurologic deficit, multivessel occlusions, loss of collateral circulation, and prolonged ischemic time, the death is attributed to the natural progression of severe ischemic stroke rather than device use. The event of vessel dissection remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.